Event description:
Ous MDR - it was reported that during a follow-up, 42 months after the implantation, the device showed battery depletion. During the previous follow-up, six months earlier, battery voltage was 3.1 v. The device was explanted.

Manufacturer narrative:
Upon receipt, the ICD interrogation revealed the battery status eos, detected on (B)(6) 2017. The device was implanted for 42 months and 17 charging cycles were recorded to the device memory. The ICD was subjected to an electrical analysis. First, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A defibrillation shock could not be delivered due to the depleted battery. Subsequently, the current consumption of the ICD was analyzed and found to be normal and as expected. However, an inconsistency between current consumption and battery voltage was noted. Therefore, the ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The measurement of the battery voltage confirmed a depleted battery. In a next step, the electronic module was attached to an external power supply and the eos status was removed with a technical programmer to check the functionality of the electronic module. There was no indication of a malfunction, particularly all therapy functions were available and worked as expected. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated to this battery. The visual inspection of the battery did not reveal any external signs of damage. In a next step, the battery was opened for destructive analysis. During the inspection of the inner assembly of the battery an elevated internal self-depletion was identified, that led to the clinical observation.